Event description:
It was reported that an ilet user experienced a ¿38 ¿ insulin, consecutive stalled motor¿ alert, did not revert to alternate therapy while resolving the alert, reconnected to the pump, and recorded a blood glucose of 328 mg/dl that later decreased to 280 mg/dl after a guided supply change and resumption of therapy. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem found, with a usage problem identified and an improper or incorrect procedure or method implicated; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.